Event description:
It was reported that the left ventricular (lv) lead dislodged approximately one and half months post implant. The lv lead was repositioned and remains in use. The patient is part of the avoid delivering therapies for (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device (save to disk review) and no anomalies were found.